Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was reported that an auto off alarm occurred. The customer's blood glucose level was not impacted and the customer resumed insulin delivery. Tandem's technical support educated the customer on the alarm.